Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for further evaluation. For continued safe use of the perifix catheter connector a detailed step-by-step instructions of how to use the perifix catheter connector label and cloth/silk medical tape has been provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer reports a catheter misconnection issue. Limited information provided.